Manufacturer narrative:
At the time of this report, mentor received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: lumpectomy and chemotherapy. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient underwent reconstruction surgery with mentor glow study gel devices on (B)(6) 2018. On (B)(6) 2026 the patient¿s seventh-year follow-up was completed where the patient reported stage, I breast cancer via the ¿post-op cancer details¿. This was treated with a lumpectomy and chemotherapy. The relationship to the device was not provided at the time of this review. Since the event reported required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Should more information become available, this note will be updated, and the case will be reassessed. Should more information become available, this note will be updated and the case reassessed.